Event description:
Vaxecel pasv PICC line was being placed for therapeutic purpose in 2005. Access was obtained and the PICC line was placed into the sheath stiffener. There was difficulty in removing the siffener. Upon removal of the stiffener, the catheter was flushed and saline was noticed coming out of the catheter distal to the suture wing. When the wire was placed into the PICC line, the wire came out through the split in the catheter. Another PICC line was placed instead.